Event description:
It was reported that there was a burning smell and the monitor stopped working. Replacement of the power supply and battery on the cardiocap 5 pt monitor was required. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The exact incident date is unk, but it is believed that the event occurred on or before (B)(4) 2011.